Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing o-ring,buna-n 1-008 n70. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported to be discovered by hospital personnel that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. After the unit had been in storage, a  new bottle would leak and need to be replaced without the system being used. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).